Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 7 was failed to stay closed. The field service engineer (fse) had verified that no failures were present, inspected the drawer chassis for obstructions, and reseated all cables with no issues observed. All full height (fh) drawers in the cabinet were thoroughly tested and operated without issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 7 was failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.